Manufacturer narrative:
Section b5: history of ventricular tachycardia was captured under MFR. Report # 2916596-2021-03998. Manufacturer's investigation conclusion: the report of low flow alarms was confirmed via the submitted log file. According to the account, the low flows were partly due to inflow malposition and underfilling of the left ventricle. The submitted system controller event log files contained data from (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. Transient low flow alarms were captured on (B)(6) 2021. Multiple pulsatility index (pi) events were captured throughout the files, but no other notable findings were identified. The device appeared to be functioning as intended at the set speed. According to the account, the cause of the low flow alarms was not identified; however, it was later communicated that the alarms were thought to partly be due to inflow malposition and underfilling of the left ventricle. It was also reported that an electrocardiogram (EKG) revealed normal sinus rhythm (nsr). The low flow alarms resolved once the patient¿s speed was decreased. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6) , with no further related issues reported at this time. The heartmate 3 instructions for use (rev. C) discusses pump speed, power, flow, and pi in the introduction section. The system monitor explains that the low flow hazard alarm is triggered when flow is less than 2.5 lpm and explains that changes in patient condition can result in low flow. This section also provides information for setting the optimal fixed speed and low speed limit for the patient. Section 1 also explains all pump parameters including pump speed, power, flow, and pulsatility index (pi). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. Section 4, also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This section states that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 5 entitled ¿surgical procedures¿ explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The IFU explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The hm3 lvas patient handbook (rev. C) contains information on alarms and troubleshooting. This section states that to resolve a low flow alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information as provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted due to malpositioned inflow cannula and underfilled left ventricle (lv) that contributed to low flow alarms. Decreasing the pump speed from 5400 rpm to 5300 rpm decreased the frequency of low flow alarms, but the alarms were still intermittent. It was noted that the patient had a history of ventricular tachycardia.